Event description:
It was reported that both the right atrial (ra) lead and the right ventricular (rv) lead had confirmed fractures. Both leads were capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.